Manufacturer narrative:
(B)(4). Type of reportable event: malfunction only. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. The mitraclip nt system instructions for use, states that the mitraclip nt system is intended for reconstruction of the insufficient mitral valve. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to user technique/procedural circumstances. The user error (improper or incorrect procedure or method) was associated with the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device; however, the off-label use, likely, did not influence the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip referenced is filed under a separate medwatch reports.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The first clip (70731u380) was implanted between the posterior/septal leaflets and the tr remained at 4. The decision was made to implant a second clip (70823u102) on the posterior/septal leaflets. During several grasping attempts were made and the clip became entangled on the chordae of the lateral wall of the tricuspid valve. Standard troubleshooting was performed in an attempt to release the clip from the chordae, but this was unsuccessful. Due to the maneuvers, the first clip detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). The second clip could not be removed from the chordae; therefore, it was deployed on the chordae in order to remove the clip delivery system (cds). After deployment of the second clip, it was confirmed that the first clip was stable on the septal leaflet and the second clip was stable on the posterior chordae. The tr remained at 4, and the patient was confirmed to be stable. Is still severe (4). Patient is stable. No additional information was provided.